Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer continued to use pump for insulin therapy. Customer¿s blood glucose (bg) level was reported as "high" on cgm. Customer addressed their elevated bg with a correction bolus via pump.